Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported that an I-stat 1 analyzer will not power on and the battery area is hot to touch and has a burning smell. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).